Event description:
(B)(6) from prescriber's office called in regarding the pt's pump. The p's cadd ms3 pump stopped working while the pt was out running errands. He was without medication for less than an hour. He was able to get home and switch to his backup pump. The prescriber did not make any changes to his dose and the pt is not/did not experience any side effects. (B)(6) did not have the serial number available. The pt will be sent a replacement pump with return box for the malfunctioning pump. Dose or amount: 47.1ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.